Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system that was treated due to an infection. Antibiotics were provided during hospitalization. No adverse patient effects were reported.